Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unspecified insulin pump error. Customer¿s blood glucose level was unknown. Customer stated that the diminished battery life, rewind process takes longer and grinding noise during the rewind process. Customer also stated that insulin pump takes longer to prime and crack near the battery cap. The insulin pump will not be returned for analysis.